Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was fractured and exhibited high impedance and no capture. The lead remains in use pending deciding by physician whether to replace or not. No patient complications have been reported as a result of this event.